Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the generator failed incoming test step 1024, battery removal and it was attributed to the main printed circuit board being out of specification in an electrical manner. With the rate set to 70 paces per minute and the atrial and ventricular outputs set to 10 milliamperes with the backlight and the menu off the battery was ejected and the generator shut off after two seconds. The test was performed five times with the same result. Analysis also noted that the upper and lower cases were broken and contaminated, the battery release and battery drawer were contaminated, the battery contacts were compressed and the keyboard was scratched. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.